Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported that she is allergic to nickel. There was no alleged device malfunction contributing to the irritation. The patient followed up with her physician who recommended using cortisone cream on the irritation. The patient confirmed following the physician's recommendations and the skin irritation is improving.